Manufacturer narrative:
The insulin pump passed the self test and the displacement test. Programmed the insulin pump with the current time and date and monitored for 12 days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump was losing or gaining time. The customer¿s blood glucose was 9.4 mmol/liter at the time of incident. The customer also state that current time on pump was 14.05 and they have not made adjustments to the time. The insulin pump will not be returned for analysis.